Event description:
A complainant reported a 16 year old patient received escalated care from an impella cp to an impella 5.5 pump while awaiting a heart transplant. The 5.5 lost placement signal after 4 days of support. The patient was successfully weaned from the 5.5 and received the heart transplant.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation. After 85 hours from the start of the case, the data logs show an 11-hour gradual decrease trend in the placement signal, followed by a 'placement signal not reliable' alarm and a spike to 3000, which persisted until the end of the case run. There were no major changes noted in any of the 5s optical signal parameters. The returned pump did not have any physical abnormalities and passed the laser continuity test for the optical signal. Biomaterial was observed in the outflow case, and it was released during the test run. The pump was running as expected during the test in a bucket of water, but the 'placement signal not reliable' alarm was reproduced. According to the clinical data, the placement signal was not matching the arterial line reading and was lost during the run. The cause of the optical signal issue was most likely sensor silicone wear, based on returned product and data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.